Manufacturer narrative:
The technician replaced the three brake casters and adjusted the steering caster to repair the stretcher.

Event description:
Info received indicates the brake is not holding. The casters are locking but they continue to swivel from side to side.